Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm, and excessive no delivery alarm test. No bolus delivery anomalies noted during testing. Device functioned properly. Device received with cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 to 37 mg/dl at the time of the incident. The customer was at 167 mg/dl at the time of the call. The customer used candy and was given intravenous fluids to treat. The customer experienced symptoms such as being comatose. The customer was wearing the insulin pump during the incident. The customer was trying to give a 2 unit bolus and ended up receiving a 20 unit bolus. The customer has severe vision problems but claimed that the pump was malfunctioning. Troubleshooting was completed and no issues were encountered. The insulin pump will be returned for analysis per the customer's request.